Event description:
It was reported that the patient presented for follow up after receiving a notifier for non sustained lead noise. The egm was reviewed, which seemed to reveal myopotential oversensing. Device reprogramming resolved the oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.